Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the two lights in front of the cardiosave intra-aortic balloon pump (iabp) pump are not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6) hospital. Corrected field: e1 (event site name) , h6 (medical device ¿ problem code). Updated fields: b4,d8, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 customer had requested that getinge service come and inspect and/or repair the equipment. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.